Event description:
A report was rec'd that following the permanent implant the pt could not feel her legs. It was determined that the pt had severe spinal stenosis. The paddle lead was putting pressure on the spinal cord. The physician did not feel the stenosis was device related. The physician explanted the entire system and the pt regained feeling in her legs.